Manufacturer narrative:
(B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. For all repairs on serial number (B)(6) prior to (B)(6) 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) medical center that a mesher had a damaged comb. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 19 march 2019 found that the comb was bent, the roller was damaged and the washers needed to be replaced. None of the pretests could be performed due to the damaged comb. Repair of the mesher occurred the same day and involved replacing the comb, roller, and washers on the device. The technician then tested and verified that the device was functioning as intended and the mesher was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 11 march 2019. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that combs was bent. Event occurred post surgery, no harm, no delay reported. No adverse events were reported as a result of this malfunction.